Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. The device is still implanted. Unable to determine the cause of the event.

Event description:
It was reported that the device was implanted on (B)(6) 2004. It was noticed on x-ray that the screw was broken. Fusion was not complete.